Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) discovered that the failed drawer on auxiliary 1-2 was not displaying cubies. The fse ran the hardware test application (hta) and confirmed that no cubies were detected. Upon checking the controller board, the correct light emitting diode (led) was illuminated. The fse then removed and reseated the row board cables. The fse ran the hardware test application (hta) again and verified that all pockets were now visible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary drawer 5.2 had failed multiple times. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.